Event description:
It was reported that balloon rupture occurred. The target lesion was located in the subclavian vein. A 12.0mm x40mm, 75cm gladiator¿ balloon catheter was advanced to dilate the lesion. The balloon was inflated however it ruptured at 10 atmospheres at an unknown number of inflation. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).